Event description:
It was reported that noise oversensing due to suspected electromagnetic interference (emi) was noted on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.